Manufacturer narrative:
D10 concomitant products: sigtrsb60amt 60mm med thk reinforced rel - (lot#n5h1378y); sigtrsb45amt 45mm med thk reinforced rel - (lot#n5a1670y); sigtrsb45amt 45mm med thk reinforced rel - (lot#n5g1758y); sigphandle sig power sigphandle handle - (serial#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a gastrectomy, during a closure of the entry site for the gastrojejunostomy, when the first 60 mm reload was fired, the firing stopped partway. Afterwards, a 45 mm reload was used for follow-up, but the firing stopped partway as well. A second 45 mm reload was used again, but the same issue occurred. In the end, manual suturing was performed, including the part with the stopped staple.